Event description:
It was reported that the pump battery intermittently could not be charged. Customer¿s blood glucose level ranged from 56-175 mg/dl. The customer reverted to an alternate method of insulin therapy.